Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000174 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was a lot of reverse blood. Reverse blood was observed when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was advanced to the left atrium after brockenbrough was done. It appeared the hemostatic valve was dislodged into the hub. Additional information received indicated the valve was totally separated inside the hub, not outside the hub. The brim cap/hub did not detached from the sheath. The issue occurred while the device was being used on the patient but not air entered the patient. Blood return was a few drops, but the exact amount was unknown. No needle product was used with the vizigo sheath. The needle was inserted into another sheath.